Event description:
Reportedly, the pt was admitted to the hospital and externally defibrillated because of ventricular tachycardia. The pacemaker involved in this MDR report could not be interrogated even with a second programmer. The magnet application showed device operation in voo mode. A complete device reinitialization was proposed but based on the pts conditions, the physician decided to explant the device and to return it for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.